Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was informed that the pressure module alarmed, which caused the vent pump to stop. The user moved the pressure cable from pressure 1 to pressure 2 and the pump started again. The pressure was not recorded. However, it was noted that the regulatory setting on pressure 1 was lower than on pressure 2. If the pressure was greater than the pressure 1 setting but lower than the pressure 2 setting, it could cause the reported issue. The service representative tested the pressure module and the vent pump and was unable to duplicate the reported issue. No parts were replaced. The facility has not decided if they will replace the pressure module and cable in the future. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury.